Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records has been requested. The investigation of the contested trephines showed that the instruments in the package are in fact discolored. Reddish-brown residue was found on two trephines obtained from the warehouse. The reddish-brown residue was also found on the insides of the packaging bags. A foreign-element analysis was carried out for the residue. Trephine was manufactured according to work plan. A step during the production process (secondary passivation) was not carried out correctly. Following the secondary passivation (last process to make the parts wet) the parts go into the dryer. Subsequently 3 further processes follow before the trephines are packaged. This process ensures that no damp parts are packaged. Unfortunately this error was also not noticed during the final quality control. The trephines have already been sent to the quality manager at the plant to prevent such incidents from occurring in the future.

Event description:
Rust was found on 2 of the 7 trephines that were delivered. This is 2 of 2 reports for event # (B)(4).